Event description:
Related to MFR report # 2183959-2012-02714. It was reported that "on or about (B)(6) 2010, plaintiff was admitted to undergo surgery to treat a cystocele, rectocele, and incontinence. The device used in plaintiff's surgery was the elevate anterior." It was alleged by the attorney for the plaintiff that as a result the "plaintiff suffered multiple complaints some time after the mesh was implanted, including pain, pain with sexual intercourse, vaginal scarring/shrinkage, bowel problems, mesh erosion, mesh exposure, the need for explant surgery and voiding difficulties." It was also alleged that as a "result, plaintiffs have suffered, and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities" and the implants "have caused severe and irreversible injuries, conditions, and damage."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.